Event description:
Reporting status: serious-injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the interventional procedure involved a heavily calcified, distal circumflex lesion that was very difficult to reach. Predilatation was performed at the lesion site with a 2.0 x 15 mm voyager balloon catheter and a dissection was noted; however, it was not flow limiting. The 2.5 x 15 mm xience v was to be advanced as treatment of the dissection; however, it could not cross through to the lesion site. Guide wire access was lost and based on the difficulty of the anatomy, no further treatment was attempted. The patient was stable and doing well. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed case description. The patient effect of dissection, as listed in the voyager instructions for use (IFU) and product risk assessment, is a known potential adverse event associated with coronary angioplasty and is not necessarily an indication of a product quality deficiency. Dissections can be influenced by factors including, but not limited to, device size selection, lesion characteristics, or procedural technique. There was no report of any product malfunction identified during the procedure. A definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.